Event description:
Event description cpi received information that this ventak mini ii implantable cardioverter defibrillator (ICD) was oversensing, causing pacing to pause for 3-4 second intervals. When the ICD was implanted, the patient had an older pacemaker in place; however, the physician programmed the mini ICD to provide the pacing therapy, since the original pacemaker's battery was depleted. Two days after implant of the ICD, the ICD exhibited 3-4 second pauses in pacing due to interaction with the pacemaker, so the pacemaker was removed. However, the next day the ICD again exhibited 3-4 second pacing pauses. Further monitoring determined that the pacing pauses occurred when the patient coughed or rolled over, and the ICD was oversensing diaphragmatic mypotentials.